Manufacturer narrative:
(B)(4). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, prism hiv o plus, list 3d34, that has a similar product distributed in the us, list 3l68.

Event description:
A literature article first case of (B)(6) donation collected during eclipse phase since implementation of highly sensitive individual nat in france published in vox sanguinis, 2018 international society of blood transfusion by cappy, p. Departement des agents transmissibles par le sang, ints, paris, france. This article (conference abstract) includes (B)(6) results. A (B)(6) prism hiv o plus donation was transfused into two recipients. Donor information: in (B)(6) 2017, a (B)(6) male repeat donor was screened (B)(6). The donors previous donation had tested (B)(6) with ultrio method (non-abbott) in (B)(6) 2017, but was (B)(6) when retested using cobas taqman method, with a vl below the quantification limit (58 ui/ml). A look back study was completed for recipients of the donors unit. Recipient 1. Red blood cells were transfused to a (B)(6) bone marrow transplant recipient who died of graft versus host disease six days after transfusion. A sample gathered 5 days post transfusion tested (B)(6) for (B)(6). The article stated that the absence of detection of (B)(6) in the recipient does not exclude a transmission given the patients early death. Recipient 2. Platelets were pooled with other donations, inactivated by amotasalen/uva and transfused to a (B)(6) woman with acute myeloblastic leukaemia who was (B)(6) seven months after transfusion, ruling out transmission.

Manufacturer narrative:
The customer information (B)(6) and serial number: (B)(4) were identified. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the issue. No return patient sample was available. No lot search and no testing could be performed, as the lot number, which was used for testing is unknown. Historical performance of the on market lots were evaluated using world wide data. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.